Manufacturer narrative:
(B)(4).

Event description:
The customer called for technical assistance referencing information center ix reboot events. The issue occurred after january 1 2018. There was no patient incident.